Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method if insulin therapy.